Event description:
Customer reports blood glucose result of 200-something (mg/dl) taken at 21:50 on the advantage system (meter memory displayed result of 425 mg/dl during incident; customer cannot recall what result was obtained); she took 3 extra units novolog 70/30 based on device result. Reports becoming confused 10 minutes later, and paramedics were called. Result on paramedic's meter around 22:00 was 22 mg/dl and she was treated with an IV (contents unk), oxygen, and oral gel. Requested return of suspect device and replacement was sent.